Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d4, h6.

Event description:
Healthcare professional reported "axillary nodules with signs of silicone". Also reported "presence of juxta capsular nodule" which is not related to the device.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture diagnosed via MRI and ultrasound. Device remains implanted.